Event description:
A medtronic rep reported that navigation showed 2-4mm off into space on a model when using all instruments. This occurred after a successful tracer registration was performed. The surgeon did not want to try an alternative method of registration and opted on discontinue navigation. There was no impact on the pt.

Manufacturer narrative:
Pt weight was not available from the hospital. Software has not been evaluated as of the date of this report.